Event description:
It was reported that t-wave oversensing was observed on the rv lead. An insulation anomaly was suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The segments of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.